Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy procedure, a guide wire became stuck to a catheter and the guide wire separated. The 90% stenosed lesion was located in the tibial artery. Another manufacturer's rotational atherectomy catheter became stuck to a journey guide wire. The guide wire tip detached while inside of the atherectomy catheter. The detached guide wire tip was caught on the catheter, and was removed with the catheter. No patient complications were reported. The patient status is ok.

Event description:
It was reported that during a rotational atherectomy procedure, a guide wire became stuck to a catheter and the guide wire separated. The 90% stenosed lesion was located in the tibial artery. Another manufacturer's rotational atherectomy catheter became stuck to a journey guide wire. The guide wire tip detached while inside of the atherectomy catheter. The detached guide wire tip was caught on the catheter, and was removed with the catheter. No patient complications were reported. The patient status is ok.

Manufacturer narrative:
Device evaluation by manufacturer: the guidewire was returned with the nitinol corewire fractured on the distal side of the inconel connector, approximately 14 3/8 inches from the distal tip. Microscopic inspection revealed all four welds were present on the inconel connector. The appearance of the fracture surface is consistent with excessive bending. The od (outer diameter) was measured and within specification. A thorough inspection of the remainder of the guidewire revealed no other damage or irregularities. The manufacturing batch record review confirmed the device met all material, assembley and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).